Manufacturer narrative:
G4:20jan2021. B4:21jan2021. Additional information was received from hospital respiratory department. The manager states that the device was found inoperable, screen display on and unresponsive to touch, audible and visual alarming present and unable to be silenced. The customer states the patient experienced undisclosed desaturation of spo2 during the event and was subsequently transitioned to a secondary ventilator. No further harm was noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The field service engineer (fse) verified the reported problem. The fse found when in diagnostic mode, unit will not power off, screen is locked. Disconnected all power to power off unit. Reconnected power, powered on the unit in normal mode and found the unit has check vent alarm: backup alarm failed, aux supply failed, 35v supply failed. Found audible and visual alarms function ok. The customer reported that the unit was in use on patient, but there was no patient harm reported. The fse replaced the power management (pm) board to address the reported problem.